Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of low blood glucose of 48 mg/dl. Troubleshooting found that the pump had multiple alarms in the pump history including no delivery, low reservoir and low battery. Customer was able to fill reservoir but troubleshooting could not be completed and will call back at a later time.